Event description:
Patient had a v-go device applied yesterday and the needle button reportedly retracted on its own; however, patient advised she was able to reinsert the needle. Patient advised an hour later the needle button popped out again and she removed the device.